Event description:
It was reported that the patient's ipg site wound dehisced. As a result surgical intervention was undertaken on (B)(6) 2023 wherein the wound was washed out and the ipg was repositioned deeper in the pocket. Effective therapy was established postoperatively and it was reported that the patient's wound is still being monitored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information received, the cause of the reported issue was determined not to be product related.